Event description:
Patient was brought to operating room for removal of supprelin implant after an unsuccessful attempt in MRI. Physician used the ultrasound to locate the implant. When removing it, he realized it had broken into three pieces. He removed all three pieces and closed the wound. The implant was placed in a sterile cup and given to him.